Event description:
Revision surgery - the patient suffered a dislocation due to a fall. The surgeon decided to take out all of the parts and revised it as a complete total hip revision.

Manufacturer narrative:
The reason for this revision was the patient dislocated their hip joint after 2 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 001c1019 and the (B)(4) for this part number. The root cause for the patient's hip dislocation was a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.